Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential inhibition was observed. Review of egm showed frequency of noise which was inhibiting pacing. Possible myopotential oversensing was discussed and programming changes were made however myopotential oversensing was still observed. Physician elected not to continue with further programming and patient was enrolled in merlin.net remote transmission. Patient will continue to be monitored with routine follow-up.

Event description:
New information received (B)(6) 2019 states that the event was noted during a routine clinic visit and the patient was asymptomatic before during and after.